Manufacturer narrative:
H3 device evaluation: the lens was returned dry with residue/ debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens. Reportedly, "the 13.2 crystal was first selected and placed vertically in the ciliary groove. The postoperative arch height was low, o the 13.2mm crystal was selected for transverse placement." The problem was resolved. Cause of the event was reported as unknown.